Event description:
A pt reported experiencing worsening of their glaucoma while using a ot meter. Pt alleges that the ot meter was given inaccurately low readings, which resulted in an increase in their hba1c results and worsened their glaucoma. Pt has been using the ot meter since 1999. Pt reportedly checks blood glucose only twice a week to economize the use of test strips. In a meter to lab comparison, pt's blood glucose was 160mg/dl on the ot meter versus 262mg/dl for the lab in 2001. Because of the lab results, pt's glucotrol dose was increased to 10mg per day. Pt glaucoma medications dose have also been increased. No further info has been provided.